Event description:
(B)(4). Event occurred in (B)(6). It was reported that the patient changed the set the night before this report and woke up in the morning, tubing was disconnected from the site. The patient woke up at night and her set was fine. Then she woke up early in the morning and when she walked to the restroom she noticed that the tubing came apart at the quick release. The site location was at the left bum cheek and the pump was on the same side but in the front. The infusion had been in use for 12 hours. Reportedly, the infusions were stored in a pantry and it was cool. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the tubing was detached from the tubing connector. No further information available.